Event description:
A user facility reported that an airway tube broke while an lma was being used in a pt. There was no report of serious injury or any risk to the pt. Co is trying to obtain further info regarding the event from the attending physician. An MDR is being filed, even though there have been no reports of pt injury associated with failed airway tubes, as theoretically a broken airway tube could cause injury to a pt. The user facility has been requested to return the lma to the MFR for eval. A follow-up report will be submitted after the lma has been returned and evaluated. This report contains info from third party sources, the accuracy of which has not been confirmed by the reporter. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.